Event description:
It was reported that: "on this patient on (B)(6) 2024 two needles had the issues where they would not unscrew and remove the stylet. One 25mm io needle and one yellow 45mm io needle one on left tibia and one on right tibia. They could not be unscrewed after insertion and had to be manually taken out and both appeared bent at the tip as administer fluid/medication. Patient ended up being taken to hospital after they were able to get 2 ivs placed. Unsure status of patient after being taken to hospital.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "on this patient, on (B)(6) 2024, two needles had the issues where they would not unscrew and remove the stylet. One 25mm io needle and one yellow 45mm io needle one on left tibia and one on right tibia. They could not be unscrewed after insertion and had to be manually taken out and both appeared bent at the tip as administer fluid/medication. Patient ended up being taken to hospital after they were able to get 2 IV's placed. Unsure status of patient after being taken to hospital.

Manufacturer narrative:
Qn#(B)(4). "The patient is deceased, and no additional information has been received as requested.". The complaint cannot be confirmed. Complaint verification testing could not be performed as no sample was returned for analysis. A review of the certificate of compliance could not be performed as a valid lot number was not provided. The IFU provided with this kit was reviewed as part of this complaint investigation. The IFU for this device, states "stabilize needle set hub, disconnect ez-io power driver, and remove stylet". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.